Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - impact code - 4623 - rehabilitation h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
The complaint states that "wearable overpatch adhesion" was reported. According to the patient, on (B)(6) 2025, the patient experienced a hyperglycemic event. The patient passed out while driving, which caused a car accident. The patient¿s crashed into a car and then another car crashed into her as a result. Bystanders at the accident called 911. The patient was lift flighted to the hospital. Once at the hospital, the patient¿s blood glucose (bg) level was found to be 800 mg/dl. The patient was unaware of her continuous glucose monitor (cgm) values because at an unspecified time prior to the car accident the patient¿s wearable fell off. The patient was unaware when the wearable fell off. The patient was treated with insulin for her bg level. The patient also had 24 broken bones which the patient had to undergo several surgeries involving bone replacement for. The patient was also in rehabilitation as she reportedly ¿can¿t walk or move¿ because of the injuries caused by the accident. The patient was discharged from the hospital on (B)(6) 2025 and was ¿still recovering¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined